Event description:
It was reported that multiple malfunctions occurred with the pump. There was no reported adverse impact to customer's blood glucose. Technical support provided pump reset instructions to the customer and assisted with resetting the pump, allowing the customer to continue using the device. However, the pump malfunctioned again 20 minutes later. Customer reverted to using an alternate method of insulin therapy.